Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the partial clip detachment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed in the a2/a1 position. After deployment, the clip partially detached from the anterior leaflet. A second clip was implanted to stabilize the first clip, reducing mr to 3+. Per the physician, the partial clip detachment was due to the friable leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information, the reported migration (partial clip movement) was due to patient anatomy. The reported unexpected medical intervention was a result of case specific circumstances as an additional clip was attempted to be implanted to stabilize the partially moved clip. There is no indication of a product issue with respect to manufacture, design or labeling.